Event description:
It was reported that this pacemaker device exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes from approximately 880 ohms range up to the 2000 ohms range. The lead safety switch (lss) was triggered. There were no stored episodes with noise. Technical services discussed possible causes and provided programming options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes from approximately 880 ohms range up to the 2000 ohms range. The lead safety switch (lss) was triggered. There were no stored episodes with noise. Technical services discussed possible causes and provided programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted due to possible lead fracture and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The complete lead was returned intact. An extracting stylet was returned and stuck in the lead. Blood and body fluid in the lumen were noted. The setscrew marks were in the correct location on the terminal pin. The helix was extended, and the dried body fluid and tissue were noted in the helix housing. Cuts were noted in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this pacemaker device exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes from approximately 880 ohms range up to the 2000 ohms range. The lead safety switch (lss) was triggered. There were no stored episodes with noise. Technical services discussed possible causes and provided programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted due to possible lead fracture and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.